Manufacturer narrative:
See also mfg. Report no. 3004209178-2016-00409.

Event description:
Additional information received from a health care professional (hcp) reported the patient had issues with radicular pain in the lumbar area. The hcp noted the device helped the consumer, but she also needed adjunctive therapies also. The stimulation was reprogrammed when the consumer was seen on (B)(6) 2016. They are also planning to do an ablation for the lumbar radiculopathy and injections in sacroiliac area, which the hcp stated was no different than a patient that had a stimulator and an infusion pump. Dates for these therapies had not been set because the consumer was on anticoagulants that would need to be stopped before any procedures. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the implant was not stimulating in the right area. The patient their implant readjusted by a manufacturer representative. The patient was not getting any stimulation in their right leg at all and that was the worst leg that was hurt. The patient turns their implant off when stimulation was jolting patient too hard on their left leg. Relevant medical history includes non-malignant pain.

Event description:
Additional information was received from the patient reporting that their legs were killing them with the pain, burning, and only getting 20-30% pain relief when therapy was on. The night before the report, the patient did not sleep because of the burning in their legs. The patient stated that their right leg got pretty good relief, but not their left leg. The patient stated that they had radio frequency in six places on the tailbone area and could not lie on their back. The patient stated that their left knee felt like someone was taking a hammer to it. The patient needed therapy for both legs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the patient was still having issues with the ins "acting up" and it was reported that the ins turns on and off by itself, and wakes her up in the middle of night jolting her knees and jerking her legs so she had to turn it off. The patient stated she has had to go the her healthcare provider (hcp) many times, and has had radiofrequency treatments for her rsd but she experiences pain in her legs still so she is in bed 90% of the time due to the pain and the pain from the ins battery. There were no reported complications and no further complications were expected.